Event description:
Information was received indicating that at the end of therapy this smiths medical cadd solis vip pump, the nurse noticed the pump had malfunctioned and the patient only received approximately 200 ml of chemo out of the 500 ml bag, but the reservoir volume indicated there should only be 4ml remaining to be infused. The patient reported at 4am the pump alerted that there was air in the line and needed to be primed which prompted the patient to call infusystem and infusystem guided him, and the alarm stopped, the green light was noted to be flashing. It was reported that the m.d and pharmacy were made aware of the pump malfunction and the m.d. Adjusted subsequent dose. No patient consequences were reported. No adverse effects were reported.